Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Prior to fse arrival, the customer replaced and primed the buffer reagent. It was after the reagent was replaced and primed that the samples were repeated and results were normal. Upon arrival, the fse replaced the sodium reference electrode, but this part does not affect carbon dioxide and would not have caused the carbon dioxide erroneous results. The cause of the event was not determined.

Event description:
The customer reported obtaining false high na (sodium), k (potassium), cl (chloride), calc (calcium) and co2 (carbon dioxide) results for two (2) patients, involving the unicel dxc 600i synchron access clinical system. The customer repeated both patient samples on the same dxc (after replacing buffer reagent) and obtained lower na, k, cl, calc and co2 results considered correct. The false na, k, cl, calc and co2 result were not reported outside the laboratory. There was no effect to patient treatment in connection with the event. Quality control was within laboratory's established ranges on the day of the event.